Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited sensing and capture anomaly. Several different positions were attempted but were unsuccessful and the lead helix would no longer retract. The lead was removed and exchanged. The patient was in stable condition.